Event description:
The patient contacted animas on (B)(6) 2012, and stated the audio bolus button was intermittently unresponsive. The patient denied damage to the audio bolus button. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump returned with audio bolus button intact and responsive, testing was unable to duplicate the complaint. The keypad was fully intact, and all keys responsive. Keypad was removed to investigate and evidence of keypad contamination was located under "contrast", "down" and "up" contact buttons.